Event description:
During coil embolization, there was resistance when advancing the subject coil through the shaft of the microcatheter and the subject coil did not properly track the delivery wire during repositioning and was retrieved, at which point coil stretching was observed. The remaining distal portion was successfully retrieved using a gooseneck snare without impacting the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.